Event description:
Pt reported obtaining a blood glucose result of 225 mg/dl, while using the suspect device. Pt stated that she immediately opened a new strip vial, retested, and obtained a result of 60 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.